Manufacturer narrative:
Add'l device implanted and involved in this event. (B)(4). The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2004, the pt was implanted with two gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, f/u computed tomography angiography (cta) showed the aneurysm to measure 7.9 x 6.3 cm, compared to 6.1 x 4.6 cm on (B)(6) 2009. It was reported the endograft appeared to be patent and well-positioned, and no frank extravasation was noted in the aneurysm sac. It was reported the aneurysm enlargement suggested an unspecified endoleak. On an unk date in (B)(6) 2012, a 'large' endoleak was identified. On (B)(6) 2012, the devices were relined with an add'l device. Final imaging showed resolution of the endoleak, and the pt tolerated the procedure.